Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 39 ml of fluorouracil and 46 ml of 0.9% sodium chloride and connected to the patient through a peripherally inserted central catheter (PICC) line. Six days later (one day before the end of the expected infusion duration), the patient requested that the nurse check the device as the patient did not believe the device was as close to empty as it should have been. The device was then disconnected from the patient and started to flow. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One actual unit was received containing no fluid in its bladder. Visual inspection on the unit showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed on the unit. The flow rates were found to be within the specification range. Should additional relevant information become available, a follow-up medwatch will be submitted.